Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿doesn¿t jam¿ was not confirmed, the reported fault was likely due to mishandling. The device evaluation found air/water cylinder, air/water tube, distal end, forceps elevator, and light guide lens had foreign materials due to insufficient cleaning. Additionally, there was metal particle around the forceps elevator. The grip and switch box had scratches. The adhesive around the objective lens had discoloration. The distal end was shaved, the light guide bundle was damaged, and the suction cylinder had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported doesn't jam, bending manipulation and insertion tube defects on the evis exera iii duodenovideoscope. The issue was found during preparation before use inspection in an unspecified procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water cylinder, air/water tube, distal end, forceps elevator, and light guide lens had foreign materials. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.